Manufacturer narrative:
Duplicate event. Captured in mfg report no 3013756811-2025-266695.

Event description:
A malfunction alarm was reported, specifically malfunction code 12, which was resettable. There was no adverse impact to the customer's blood glucose level. The customer opted to use multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery, and technical support confirmed the shipping address for any necessary follow-up.